Event description:
It was reported that a facility using neuromonitoring during a procedure was unable to elicit adequate nerve response signals during equipment set-up from a patient following a successful twitch test. The issue was unable to be resolved and the procedure was stopped and rescheduled for on (B)(6) 2024.

Manufacturer narrative:
No device was returned for evaluation. Photographs of the system display during the set up issue were provided to confirm the complaint. Information on initial troubleshooting was provided by the initial reporter was provided; however, no potential causes could be identified based on the information available. Based on the information obtained the root cause of the reported event was unable to be determined conclusively, but may have been related to possible system issues or patient set-up and environmental conditions. Labeling review: "warnings, cautions and precautions" if system data acquisition seems inaccurate or if the software application does not initiate or malfunctions during use, and recommended steps to restore the system are not successful, abort use of the system." "While the nvm5 system is designed to assist in the electromyographic location of spinal nerves in proximity to the surgical site, it is not intended to take the place of thorough knowledge of spinal anatomy and appropriate surgical technique, nor should the information provided by the system be construed as definitive indicators of nerve location. Such factors as the distance from the nerve, the position and placement of electrodes, individual muscle and/or nerve responses, the proximity and strength of sources of electrical interference, and other patient and environmental factors, may influence the operation. If, in the judgment of the clinician, this resistance is sufficient to preclude proper placement of instruments, the procedure should be suspended..." "Pre-operative warnings": the methods of use of instruments are to be determined by the user¿s experience and training in surgical procedures."